Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for atrial arrhythmia that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt) due to low detection discriminator match scores. A new ICD detection discriminator template was collected, and the issue was resolved. No further patient complications have been reported as a result of this event.